Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) and two leads returned from an unknown source with no information. Information identified in the manufacturer's database noted the patient died approximately eighteen days post the implant of the ipg system. Information obtained through follow up revealed that prior to the implant of the ipg system the patient had a major stroke. The patient had bradycardia and required a pacemaker. Later the patient was found to have had a myocardial infarction. The patient was then transferred for speech and occupational therapy thirteen days prior to the day of death. Cause of death was requested and not received.